Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with loss of high voltage therapy due to inappropriate interpretation of signal noted on the patient's implantable cardioverter defibrillator. A sustained patient arrhythmia was noted due to the malfunction. Corrective programming changes were recommended. The patient experienced no additional adverse consequences.